Event description:
The agility 14 soft guidewire ((B)(4)) didn't advance through excelsior (mc) microcatheter (stryker) and y connector. The mc was changed and the same problem occurred. The guidewire was then exchanged for another agility which was able to be used and the procedure was successfully completed. The guidewire was not reshaped. A constant flush was maintained at all times through all the systems, and no damages were noticed at the distal end of the agility guidewire. It was reported that after removal from the patient there were no damages to either device (mc and guidewire) and that the guidewire distal tip was not unraveled, stretched, kink, bend, fracture, detached, etc). There is no information available regarding the guidewire introduction process, or target site/vessel characteristics. Analysis of the returned device found the coating was scraped at approximately 126cm from the distal tip.

Manufacturer narrative:
The analysis of the returned device was completed by (B)(4). The part was evaluated visually using a microscope at 30x magnification. At one point on the coating a scrape 126cm from the tip was observed. The sample was evaluated for diameter. The part was placed within the anvils of a bench micrometer set a .0138" go gauge. The part was rotated and pulled through the micrometer anvils over the entire length without any friction being felt. With review of the device history records there were no non-conformities found during the manufacturing process. The reported impedance of the returned guidewire was not confirmed; the entire length of the guide wire met the .0140" requirement; it was 0.0138"; additionally no resistance was felt during functional testing. The scrape in the coating is not indicative of a manufacturing defect, but appears more like what can occur during a procedure as the guide wire interacts with introducers, y-connectors and microcatheter. The cause of the reported event and damages found on the returned device could not be conclusively determined. Based on the analysis, device history record review, and available information there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.